Event description:
It was reported that (1) device was used during a total abdominal hysterectomy. It was reported by the affiliate that the pmw35 instrument was difficult in extracting from skin after firing. Another instrument was used to complete the case. There was no consequence to the patient.